Manufacturer narrative:
Title of article: 62: robotic-assisted sacrocervicopexy mesh removal and trachelectomy authors: a. D. Tran, d. O¿shaughnessy, p. Finamore year published: 2019. (B)(4). If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature source, following a laparoscopic supra-cervical hysterectomy, bilateral salpingectomy, sacrocervicopexy, and posterior repair, the patient presented with persistent vaginal discharge and spotting. After performing computerized tomography on the abdomen, there was no evidence of a fistula or cervical collection however, surgical clips were visualized. An exam under anesthesia was performed and a helical tack was removed along with another manufacturer¿s suture. Following this procedure, the patient continued to complain of vaginal discharge and spotting. Three months later, the patient underwent a robotic-assisted sacrocervicopexy mesh excision, trachelectomy, and uterosacral colposuspension. The patient was discharged to home on post-operative day 1 without complications.